Event description:
No additional information on the reported event.

Manufacturer narrative:
Reported event was confirmed via medical reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-. Concomitant medical products: 00801803202-femoral head sterile product do not resterilize 12/14 taper-62010684. 00620005222-shell porous with cluster holes 52 mm o.d.- 62060660. 00630505032-liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells-62069659. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial right total hip arthroplasty, that the femur was broached to a size 9. When the size 9 final stem was placed it sat 1mm proud, as expected but good fit. The surgery was completed without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.